Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 07/30/2025, an arthrex subsidiary employee reported via email that two ar-3636 knotless 1.8 fibertak soft anchors experienced an issue during shuttle suturing; the repair suture was pulled out and did not enter the finger trap. A replacement ar-3636 knotless 1.8 fibertak soft anchor was used to complete the case. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 8/7/2025: the type of surgery being performed is currently unknown. However, the case was not delayed and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.